Event description:
The customer reported that during an angiographic procedure, the catheter kinked and broke in the patient. This occurred after the catheter was introduced and torqued in the patient. Pieces of the catheter had to be removed from the patient.

Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. Upon visual inspection of the returned device, the complaint was confirmed. The catheter had partially separated into two sections 51.5cm from the distal end of the strain relief by what appeared to be a slant cut. The two pieces of the catheter separated by the slant cut matched up perfectly. The catheter was slightly flattened 26.5cm and kinked 37.4cm, 44.5 and 47.7cm from the distal end of the strain relief. The proximal end of the catheter also exhibited damage. The catheter was flattened 42.7cm and kinked 1mm and 25cm distal to the slant cut. Merit is unable to determine the exact root cause of the failure. However, due to the damage presented in the catheter, it can be concluded that the device underwent aggressive manipulation during the procedure. Evaluation method: process evaluation.